Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth was not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. If information is obtained that was not available for this medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
Consumer experienced an allergic reaction and was administered prednisone as treatment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). As per manufacturer, this product was manufactured in 2010. As per their retention policy, documentation will be maintained by the manufacturer only for (7) years from the production date; therefore, the manufacturer was unable to perform the device record review. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.